Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ active - system 1. (B)(6) ¿ performa - system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 64 mg/dl on active meter (system 1) and 112 mg/dl on performa meter (system 2). No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.